Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced hyperglycemia event on (B)(6) 2026 and the insulin was not flowing through the catheter. The blood glucose level was high at the time of the event and got treated with bolus along with changing infusion set. And was given prescription medicine metformax. The blood glucose was high for more than 4 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium.